Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury.the patient also alleged particles in tubing or chamber, yellow or gold particle floting in their tank.the device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the externally and internally and found foreign white powdery substance was found throughout the blower motor box, the fins of the blower motor and outlet port of the blower motor are white, slight black contarmination at the blower seal and it's consistant with the keratin contarmination. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but foreign white powdery substance was found throughout the blower motor box, the fins of the blower motor and outlet port of the blower motor are white, slight black contarmination at the blower seal and it's consistant with the keratin contarmination were observed .

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.